Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to a rash "like psoriasis" and "pain on left breast". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported developing a rash "like psoriasis" and pain in the left breast. Patient additionally reported "having inflammation that she believed was due to being allergic to the implant or a potential rupture". This record is for the left side. The device remains implanted.